Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and occlusion are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.00 x 28 mm xience xpedition stent was implanted in the proximal right coronary artery (rca) and a 2.75 x 23 mm xience xpedition stent was implanted in the proximal and mid left anterior descending (lad) coronary artery and the patient was discharged on (B)(6)2014. In (B)(6) 2016, the patient presented with shortness of breath and was re-hospitalized. Angiography showed stent blockage, unspecified drug treatment was given and the patient was discharged once their condition improved. Per the physician, there is a relationship between the event and the devices and the patient is in good health. No additional information provided.